Manufacturer narrative:
(B)(4). The serial/lot number was not provided. Therefore, no manufacturing date is available.

Event description:
It was reported that after 21 days of patient use, a nurse observed that a tracheal tube inflation line was leaking air. The device was pre-tested prior to use, and a replacement device was required. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). One sample of an endotracheal tube was received for evaluation. Inflation and deflation tests were performed and found that the cuff immediately deflated. The device was submerged into a container filled with water and it was verified that the inflation line leaked air though several tears. There were no leaks or damage observed on the pvt or the cuff. The customer reported malfunction was confirmed. All products are visually inspected and inflation/deflation tests are performed, prior to release for patient use. After inflation, the operator inspects for no leaks and segregates the defective parts. The tears found in the inflation line are not confirmed as related to manufacturing process.